Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise. Externalized conductors were observed on x-ray. The lead was capped and replaced. The patient's condition is fine after the event.